Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected to have reached end of life (eol) due to error codes observed on the programmer during attempted interrogation. During the first attempted interrogation, it appeared that the patient's heart rate went from 50 bpm down to their intrinsic rate of 30 bpm. A second programmer was used for troubleshooting, and the same error code 23188 location ec741:0261 was observed upon the subsequent attempted interrogation. Additionally, the patient was now receiving external pacing with a defibrillator due to their heart rate of 30 bpm. Technical services (ts) explained that the observed error code was indicative of non-completion of the initial interrogation, and noted that it may have been related to the low device battery. This pacemaker remains in service, however immediate device replacement was recommended. No additional adverse patient effects were reported.